Event description:
Intubated micu patient was taken to MRI. While the patient was in the MRI, the respiratory therapist noticed the pilot balloon on the endotracheal tube started to "rise" up. After MRI was complete, the rt looked closely at the pilot balloon on the ett and noticed there is a small metal spring.